Event description:
It was reported during a laparoscopic cholecystectomy while using an er320 the clips did not close properly. Another er320 was pulled to complete the case. There was no consequence to the pt.